Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11156. The pt reported after she was implanted with her scs system she was diagnosed with fibromyalgia. The pt reported she had felt burning sensations at the ipg site when charging and while the ipg was activated. The pt reported she was to meet with her physician to discuss removal of the scs system. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-07262012-001-c.